Event description:
Customer reported to beckman coulter, inc. (Bec) that the coulter ac t diff analyzer was leaking. Customer reported that both baths were overflowing and the vacuum isolator chamber was full. Customer reported that they bleached the drain lines attached to the baths and the instrument appeared to be draining properly. Customer reported that the coulter ac t diff analyzer gave vacuum errors. Customer reported that patient results were not affected. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) inspected instrument and could not duplicate the leak. The fse adjusted the vacuum and performed preventive maintenance.

Manufacturer narrative:
(B)(4).